Event description:
The patient¿s friend/family member reported that the patient¿s temporary device worked incredibly. The patient was in pain for the first time in 2 years. The patient had received the permanent implant and since they had ¿so much success.¿ the patient has not had relief since their device was implanted and was still in constant pain. They have gone back for adjustments but couldn¿t seem to get them right. It was noted that the patient was to the point that they were just about ready to have the device removed. The patient¿s friend/family member reported that the device did not work. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.